Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that customer experienced issue where t:slim x2 pump battery would not charge and charging connection was not recognized despite use of original and alternate charging cables, wall adapters, and a working power outlet. There was no reported impact to the customer¿s blood glucose level. Customer followed troubleshooting steps without success, and technical support arranged replacement pump within warranty, confirmed shipping details, and ensured customer received replacement pump for continued insulin delivery; no additional information was received regarding return of problematic pump.